Event description:
Philips received a complaint on the intellivue mp30 indicating that the speaker was malfunctioning and there was no sound from the device. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer went onsite and confirmed that an inop indicating "speaker malfunction" was generated on the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The speaker assembly was replaced to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.